Event description:
A strong burning smell was coming from the ventilator. One report of smoke being emitted but that could not be conclusively verified. The patient was just transferring into the room and the ventilator was being used on this patient for the first time. It was removed from service and sent to biomed for testing.